Event description:
A customer reported an issue with their continuous glucose monitor, specifically encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, and following this, the error did not reappear, allowing the customer to successfully start their sensor session.